Manufacturer narrative:
This report is submitted on march 28, 2023.

Event description:
Per the clinic, the patient developed a hematoma near the implant site and subsequently, underwent a surgical drainage procedure under general anaesthesia on (B)(6) 2023. However, the issue did not resolve. The patient underwent another surgical drainage procedure under general anesthesia on (B)(6) 2023 in order to remove the hematoma. The issue has been resolved. The implanted device remains.